Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from a patient with an implantable neurostimulator (ins) for spinal pain. The patient wanted to see a manufacture representative (rep) because for a couple weeks they are having a problem where they need the device reprogrammed. The patient declined assistance offered over the phone. The patient was redirected to follow up with their healthcare professional (hcp). The patient said that they drove to the hcp and the hcp messed up and the patient had to wait a long time for a rep and finally a rep had come in but the hcp wasn¿t any help with inviting a rep for the patient. Patient services sent a message to local reps on the patient¿s behalf. No further complications were reported/are anticipated. Additional information was received from a friend/family member of a patient on 2019-mar-22. The caller re-iterated that the patient is having issues. The programming from the last time helped for a while but now it seems ineffective again. The caller tried to call the healthcare professional (hcp) but they haven¿t heard back. Patient services emailed local manufacture representatives (rep). A rep responded on 2019-mar-22 that they would reach out to the patient. Additional information was received from the patient on 2019-mar-26. No actions/intervention were taken. They need assistance to correct the problem with their stimulator for their back. It was not reprogrammed, not even a phone call. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) on (B)(4) 2019. The issue was that the battery was overdischarged. The patient is scheduled for a replacement on (B)(6) 2019. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-11. The patient¿s weight was asked but will not be made available. The explanted components were discarded by the customer. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receivedfrom the patient. They reported information pertaining to this event when responding to follow up regarding another device. They reported they started experiencing symptoms "many months ago"- sometime in (B)(6) (2019), and they had been trying to charge the ins for over a year. No further complications were reported.